Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted related to the reported condition. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported condition was not confirmed via the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a mis-spike occurred when the customer connected the transfer set and the y-set by clean flash. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.